Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 22-mar-2023. H6: investigation summary customer returned five syringe 0.3ml 31g 8mm inside a zipper bag, without a polybag. During the investigation was able to get a small drop of the fluid from one of the syringes and the ftir results are showing the fluid most likely is silicon. A review of the device history record was completed for batch # 2195435 all inspections were performed per the applicable operations qc specifications. Based on the samples received, embecta was able to confirm the foreign mater as silicone. No root cause found. H3 other text : see h10.

Event description:
It was reported that prior to use on pet with 5 relion insulin syringes 3/10ml 31 gauge, 8mm (5/16") "liquid" foreign matter was on the tip of the needle. The following information was provided by the initial reporter: pet owner stated prior to injection when she pushes on plunger rod, clear liquid comes out onto tip of needle. Stated, she is not comfortable using syringes on her pet.

Event description:
It was reported that prior to use on pet with 5 relion insulin syringes 3/10ml 31 gauge, 8mm (5/16") "liquid" foreign matter was on the tip of the needle. The following information was provided by the initial reporter: pet owner stated prior to injection when she pushes on plunger rod, clear liquid comes out onto tip of needle. Stated, she is not comfortable using syringes on her pet.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.